Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had glue residue on the outside of the insertion section of the scope between 20 and 50 cm. There were no reports of patient harm or injury.